Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt, the lid hinge was broken. The housing was exchanged. DHR review was performed. Device was 15 months old and is not out of box failure. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing lid cracked during surgery. Holding pin intact. No consequences to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.